Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Updated event description. Tests/lab data updated. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated event description: it was reported that on (B)(6) 2019, the patient underwent a right proximal humerus hardware removal and reverse total shoulder arthroplasty after a hardware failure. An unknown synthes screw was also removed due to loosening. On (B)(6) 2019, the patient underwent a right proximal humerus open reduction internal fixation and open biceps tenodesis and was implanted with a synthes proximal humerus 3-hole periarticular plant after sustaining a fracture and right shoulder pain of her right proximal humerus from a fall. Postoperatively, the patient had worsening anemia and received rbc transfusion before discharge. The patient has also reported mild discomfort prior to the removal surgery. On (B)(6) 2019, an x-ray was taken following first surgery which indicates a loose screw. On (B)(6) 2019, additional information from the sales consultant was received stating that the surgeon claims that the locking screw didn't lock proximally in the plate. It was noted the locking hole of the plate may have not locked. This complaint involves two (2) devices only.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Background: updated event description: it was reported that on (B)(6) 2019, the patient underwent a right proximal humerus hardware removal and reverse total shoulder arthroplasty after a hardware failure. An unknown synthes screw was also removed due to loosening. On (B)(6) 2019, the patient underwent a right proximal humerus open reduction internal fixation and open biceps tenodesis and was implanted with a synthes proximal humerus 3-hole periarticular plant after sustaining a fracture and right shoulder pain of her right proximal humerus from a fall. Postoperatively, the patient had worsening anemia and received rbc transfusion before discharge. The patient has also reported mild discomfort prior to the removal surgery. On (B)(6) 2019, an x-ray was taken following first surgery which indicates a loose screw. On (B)(6) 2019, additional information from the sales consultant was received stating that the surgeon claims that the locking screw didn't lock proximally in the plate. It was noted the locking hole of the plate may have not locked. This complaint involves two (2) devices only. Customer quality investigation: the complaint device was not received for investigation. Since the device was not returned, a dimensional inspection and a functional test were not able to be performed. A manufacturing record evaluation could not be performed as the lot number could not be determined from the image provided. A definitive assignable root cause could not be determined based on the provided information. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: b6, b7: subsequent follow-up with the customer, additional information was received regarding the event. Therefore, the tests/lab data including dates and medical history/preexisting condition have been updated accordingly. 6a, 6b: upon complaint review, it was determined that the implantation and explantation dates were inadvertently left blank on the previous report (follow-up number 7); and have been updated accordingly. H6: type of investigation, investigation findings and conclusions have been updated accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Customer retaining the products. Patient code 3191 used to capture: the reported event required medical/surgical intervention. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Awareness date reported on follow up 3 report as (B)(6) 2019 but should have been (B)(6) 2020. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Event date is unknown in the year 2020. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated event description: it was reported that on (B)(6) 2019, the patient underwent a right proximal humerus hardware removal and reverse total shoulder arthroplasty after a hardware failure. An unknown synthes screw was also removed due to loosening. On (B)(6) 2019, the patient underwent a right proximal humerus open reduction internal fixation and open biceps tenodesis and was implanted with a synthes proximal humerus 3-hole periarticular plant after sustaining a fracture and right shoulder pain of her right proximal humerus from a fall. Postoperatively, the patient had worsening anemia and received rbc transfusion before discharge. The patient has also reported mild discomfort prior to the removal surgery. On (B)(6) 2019, an x-ray was taken following first surgery which indicates a loose screw. This complaint involves two (2) devices only.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
510k: this report is for an unknown locking screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2019, the patient underwent a proximal humerus fracture revision because one of the locking screws had backed out of the proximal humerus plate. It was noted the locking hole of the plate may have not locked. The patient was revised to a total shoulder. There was no surgical delay. Procedure was successfully completed. Patient outcome was unknown. Concomitant medical products reported: locking screws (part/lot unknown, quantity unknown). This report is for an unknown locking screw. This is report 2 of 2 for (B)(4).